Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Revision of the left knee secondary to pain, decreased range of motion and suspected tibial loosening. Intraoperatively, the surgeon discovered tibial loosening at the cement to implant interface and medial tibial osteolysis. The femoral and patellar components were well-fixed. No intraoperative complications were noted. Doi: (B)(6) 2016; dor: (B)(6) 2018.

Manufacturer narrative:
Product complaint (B)(4). Investigation summary : no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. H10 additional narrative: added: d11 and h6 (patient code). H6 patient code: no code available (3191) used to capture the surgical intervention.